Event description:
A 2.5 mm diameter x 24 mm length endeavor otw drug-eluting coronary stent delivery stent system was inserted into a pt for the treatment of a proximal lad lesion. The vessel morphology was reported to be irregularly contoured, ulcerated, complex, eccentric, and moderately calcified with 90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor delivery system and was experiencing difficulty while trying to advance to the lesion. The stent was unable to cross the lesion; upon attempting to position the stent, the stent dislodged. The pt was sent to surgery where the stent was removed and CABG was performed on two arteries. The pt was discharged. Cd images have been received: the procedural cd images 1 through 13 show the target lesion in the lad. Image 14 shows a guidewire with inflated balloon at the lesion site, the balloon appears to be uniformly inflated indicating the tightness of the lesion at the proximal end. Image 15 and 17 shows the deflated balloon at the lesion site. Image 18 shows the unexpanded dislodged stent at the lesion site. It appears it may have been bunched and damaged during attempts to reposition the stent by the physician.

Manufacturer narrative:
Other (cd evaluation).